Event description:
A new (B)(4) radiolucent to a2101 mayfield links were purchased on (B)(6) 2012 and arrived in the operating room on (B)(6) 2012 for use. On (B)(6) 2012, the device was being used in a posterior cervical case while the pt was clamped in a skull clamp when the entire system shifted. The staff explained that the device was tightened down completely before the case began and it was checked again after the shift to make sure it was tight. When the mayfield items were removed after the case, some of the small teeth on the product were noted to be sheared off. There was a mark on the pt's chin from resting on the table.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.